Event description:
During the pta treatment procedure, delivery device removal difficulties were encountered. After crossing the left popliteal artery lesion from a contralateral approach, the physican implanted the sentinol biliary 6x40x1350 stent. Following successful deployment, he had difficulty removing the delivery device over the 0.035" guidewire. The delivery device and the guidewire were removed as a unit. No pt injuries or complications occurred. The pt's status was reported as 'okay'.